Event description:
It was reported to philips the device battery was out of life. There was no patient involvement.

Event description:
It was reported to philips the device battery was out of life. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The battery was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.